Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room with high blood glucose of 270mg/dl. The caller stated that she went to bed with 100mg/dl and did not eat anything prior. She awoke in the middle of the night, and her glucose level was 260 mg/dl, then she treated with the insulin pump. The customer woke up the next morning with highs and continued treating, but her sugars did not drop. The customer began vomiting and having a short of bread, but she drove herself to the hospital. Troubleshooting was performed, and no damage to the drive support cap noted. The customer stated that the reservoir compartment smells to insulin, but it does not appear to be wet. Assisted the customer to run the high pressure test and the test passed. No further information was provided.